Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's ins was no longer working, and had not been removed yet. No symptoms or further complications were reported.